Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that prior to change out procedure. The novel right ventricular lead was noted, to have a deformation and damage to its helix. And was not used for procedure on (B)(6) 2023. An alternate right ventricular lead and atrial lead were implanted. During the procedure, it was found, that the leads had caused perforation. Which resulted, in pericardial effusion and cardiac tamponade. Emergency cardiac surgery was performed to address the issue. And the leads were left implanted. The patient was stable.